Manufacturer narrative:
Evaluation of the returned product confirmed the customer complaint. The device could not put properly because it was so tight. A manufacturing device history record (DHR) review request was sent to the supplier; no further information has been made available to date. UDI is unknown. No information is provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the size of the basket bed was found smaller than normal and was difficult to use. No patient injury was reported.